Manufacturer narrative:
Establishment labs has not received the evidence involved for analysis yet. However, the following information has been reviewed: per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "breast implant illness (bii) - the term 'breast implant illness' (bii) is used to describe a variety of systemic symptoms reported by some individuals following breast reconstruction or augmentation with implants. The systemic symptoms associated with bii include fatigue, ¿brain fog¿, joint pain (arthralgia), muscle pain/ weakness, headaches, low libido, dry eyes, memory issues, anxiety, hair loss and/or a hypersensitivity/ rash. Bii is not recognized as a formal medical diagnosis; no specific tests or established criteria exist to define or characterize it. Although there is no conclusion regarding the etiology of this condition, the current literature prominently supports the belief that bii occurs as a result of an autoimmune or inflammatory reaction to the breast implant itself and is more likely to happen in those with a preexisting autoimmune condition." In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.

Event description:
Germany. It was reported that a patient who had her motiva implants on (B)(6) 2024, develop symptoms of bii and would like to have her breasts implants removed.

Manufacturer narrative:
The quality department (pms) received a complaint involving a motiva® device. Further details are provided in the cq ¿details¿ section. 2. General conclusion: device involvement: a causal relationship between the reported event and the device have not been established. Event characterization: the events were classified as extrusion, asymmetry and breast implant lllness (bii). Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported cases were not confirmed. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. 3. Dfu and labeling evaluation: the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: breast implant illness (bii) 23, 24 - the term 'breast implant illness' (bii) is used to describe a variety of systemic symptoms reported by some individuals following breast reconstruction or augmentation with implants. The systemic symptoms associated with bii include fatigue, ¿brain fog¿, joint pain (arthralgia), muscle pain/ weakness, headaches, low libido, dry eyes, memory issues, anxiety, hair loss and/or a hypersensitivity/ rash.25 bii is not recognized as a formal medical diagnosis; no specific tests or established criteria exist to define or characterize it. Although there is no conclusion regarding the etiology of this condition, the current literature prominently supports the belief that bii occurs as a result of an autoimmune or inflammatory reaction to the breast implant itself and is more likely to happen in those with a preexisting autoimmune condition. Extrusion ¿ breast-implant extrusion, or breast implant exposure, occurs when the breast skin and tissues that are holding the implant fail, causing the implant to protrude through the skin and become exposed. It happens in less than 2% of patients, occurring either shortly after breast implant surgery or at a later time post-procedure. Breast-implant extrusion can occur for various reasons, such as improper wound healing due to an infection, trauma, too little soft-tissue coverage, oversized implant coupled with too little tissue coverage, or lack of blood supply. Breast-implant extrusion calls for surgery and removal of implant. Asymmetry ¿ preoperative asymmetries include areolas in different positions medially or regarding height, different breast shapes (e.g., one round and the other tuberous), or different breast sizes. These asymmetry types should be differentiated from a postoperative aesthetic difference in the two breasts produced by factors described previously, such as a fall of the fold, a high implant, or a rotation of the implant. Asymmetries caused by the implant¿s unequal fitting or by creating different sub-mammary grooves. They can be prevented using adequate preoperative planning, correct dissection of the pockets, and comparing the two breasts after fitting the implants. It is possible that after a breast augmentation, small deformities in the wall of the thorax or a morphologic mammary disorder may become much more evident. For this reason, the predicted correction of these anomalies should be discussed with the patient before her operation. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Literature reference: breast asymmetry (2019). Accessed on march 26, 2021. Https://www.breastcancer.org/treatment/surgery/ reconstruction/corrective/asymmetry frame j. The waterfall effect in breast augmentation. Gland surg. 2017 apr;6(2):193-202. Doi: 10.21037/ gs.2016.10.01. Pmid: 28497023; pmcid: pmc5409900. Extrusion represents potential complications associated with the use of breast implants, it involves the implant coming through the skin, normally through the incision where it¿s been placed. Extrusion can happen for several reasons, such as the skin over the implant thinned too much leaving too little coverage for the implant, the implant used is too large, the incision did not heal well and broke open. Implant exposure due to poor tissue coverage frequently obligates the surgeon to remove the breast implant and begin anew (gargano, ciminello & de santis; 2009). Among the potential complications associated with the use of breast prostheses are the risks of device extrusion, with a rate following breast augmentation ranging from 1 to 2 percent1. Extrusion is when a breast implant comes through the skin and becomes exposed. It typically occurs if the incision wound does not heal properly, the tissue dies (necrosis), or there is not enough breast tissue and skin to support the implant. 4. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. 5. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.